Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid collection.

Event description:
Healthcare professional reported ¿right side ¿simple cyst¿- which is not device related, ¿right side signs of rotation¿, ¿benign calcifications¿, and "peri-implant opacity on the right that may correspond to a small peri-implant collection¿. The device remains implanted.